Event description:
It was reported that the right ventricular lead impedance was elevated. The capture threshold was also high. Both the impedance and capture thresholds had been consistently increasing since implant. The patient was not symptomatic and was receiving pacing support. The right ventricular lead was capped and replaced on (B)(6) 2017. There were no complications from surgery.